Manufacturer narrative:
(B)(4). This lot was manufactured between june 20, 2013 ¿ june 24, 2013. Evaluation summary: the actual device was evaluated. Visual inspection and functional testing were performed. Visual inspection of the device did not identify any abnormalities that could have contributed to the reported condition. The leak was identified during functional leak testing at the welded area of the volume indicator port located inside the housing. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, a basal/bolus infusor leaked from the welded area of the volume indicator port inside the housing. There was no patient involvement. No additional information is available